Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: delta cer head 11/13 32mm +0 hip femoral head; pinn gvf 10d +4 50odx32id hip acetabular liner; unknown hip acetabular cup; srom*stm st,36+8l nk,18x13x160 hip femoral stem; unknown hip femoral sleeve.

Event description:
Revision right hip: dr (B)(6), (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2018, reason for revision: dislocation. Patient presented with dislocated hip post total hip replacement 3 weeks ago. The surgeon noted, ¿dislocation not due to implant problems¿. Patient stable on the table post surgery. No other documents available. Male patient, (B)(6), initials: (B)(6), (B)(6).

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: revision due to hip dislocation. No device associated with this report was received for examination. The complaint could not be confirmed. Root cause undetermined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.